Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error ( incorrect storage/quality of insulin).

Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the patient had a blood glucose of 28mmol/l with moderate ketones and excess urination. Customer support (cs) reviewed the pump and all settings were correct. Cs determined that there was an issue with storage/quality of insulin and contributed to the bg excursion. This report is being made due to the bg event the patient experienced that resulted from incorrect storage/quality of insulin.

Manufacturer narrative:
Follow-up #1 date of submission 04/27/2017-device evaluation: the cartridge has been returned and evaluated by product analysis on 04/26/2017 with the following findings: evaluation revealed that the black box begins on (B)(6) 2017. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.